Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the front electrode. It was reported that the patient is diabetic and has thin/sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient made the physician aware of the skin irritation, however, the physician did not provide any medical intervention. The patient's daughter who is a nurse, advised the patient to apply a blister band aid to the irritation. Follow up indicated that the patient's skin irritation improved, however, there is a mark on patient's skin from where the irritation was located.